Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient who use scc eve catheters for several months hurts herself due to traumatic eyelets. Bleeding at removal. Event occured when EU was hospitalized for the cauda equina syndrome. The event postponed her discharge of 1 or 2 weeks. The incident occurred on (B)(6) 2018 and she has an indwelling catheter since then. Outcome: indwelling catheter removed, patient changed back to intermittent catheter since yesterday and she is doing well.